Event description:
It was reported that the patient was ¿psychotic¿ ever since the catheter was replaced, about six weeks prior to report. The reporter felt that there was something obviously wrong, possibly related to the baclofen. It was stated that the patient was ¿still in withdrawal¿, though it was unclear if the reporter was referring to the present or referencing the patient¿s prior withdrawal. (Refer to manufacturer report #3004209178-2013-07805 for details pertaining to the patient¿s prior withdrawal and catheter revision.)

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the patient outcome was noted as recovered without sequelae.